Event description:
It was reported that during a gastric bypass procedure, the device was leaking, this was the working port where 5mm instruments were being used. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.